Manufacturer narrative:
Approximate age of device- 3 years, 7 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for a pseudomonas driveline infection on (B)(6) 2019 to (B)(6) 2019. The patient was administered IV antibiotics and was discharged home with them. The patient was stable at discharge. No additional information was provided.

Manufacturer narrative:
Section e4, f, g3, h6: additional information. Uf/importer report # (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient presented with acute exacerbation of chronic pseudomonas driveline infection that required extensive surgical incision and drainage of the driveline tract with relocation of the driveline with reoperation for bleeding the next day. Vacuum assisted closure dressing was required for wound closure. IV antibiotics were required for discharge home.